Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On approximately 2/27/2025, the patient had symptoms of low blood sugar that included sweating, throwing up and felt like she was going to fall. During this time, the cgm was displaying 88 mg/dl and the patient did not check a bg fingerstick because "it's too painful". Her husband took her to the hospital (arrived at 3:00pm) where they checked a bg and it was 45 mg/dl while the cgm was 88 mg/dl. The patient was treated with food and apple juice. The patient was discharged at 11:00pm and at the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the c zone of the parkes error grid at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.